Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing which included bench handling, power cycling, and functional stress testing without duplicating the malfunction. The device was recertified and returned to the customer. The battery and auxiliary power supply that were being used at the time of the reported problem were not returned for evaluation. No trend is associated with reports of this type. Review of the error logs did not find evidence to support the reported event.